Event description:
It was reported the patient received multiple inappropriate shocks and had an apparent right ventricular (rv) lead fracture. It was further reported that the rv lead had significant migration and the lead was repositioned. It was later reported that the patient's rv pace/sense/defib lead was explanted, and a new rv pace/sense lead was implanted. There was no further patient complications reported as a result of this event.

Event description:
It was reported the lead had significant migration and the lead was repositioned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the lead was partially returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was distorted, several conductors were distorted, the defibrillation conductor was cut, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation was torn, the outer insulation was breached cut and contained a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model.